Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the tubing set filter leaked during a combined chemotherapy infusion of doxorubicin, vincristie and etoposide in the pacu. It was noted that the rn used the wrong tubing set and that the tubing set in use had a 1.2 micron filter. A chemotherapy spill kit was obtained adn the area was cleaned 3 times with bleach.